Event description:
It was reported that the patient had to return to the catheterization lab for device replacement. An ekos endovascular device, 135x50cm was selected for use. The device was installed in the patient with no complications or defects noted. The patient was sent to the ICU. After approximately 45 minutes of treatment in the ICU, it was noted that the catheter was leaking at the hub and the physician was notified. It was undetermined whether the leak was from the drug line or the coolant line. The patient was brought back to the catheterization lab and the ekos endovascular device was removed and replaced with a new one. There were no adverse consequences reported to the patient. The patient fully recovered.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. Device media analysis: during visual inspection and measurement, it was noticed that the ic measured 139cm, which is over the expected size range for a normal 135cm ekos ic. Microscopic visual inspection of usc and ic showed no significant kinking or pinching. However, it was noticed that the wire was slightly wavy, as if it had been stretched. The device was tested for leaks. It was noticed that the device leaked from the drug lumen out of the tip of the strain relief. The hub was disassembled, and the strain relief was removed to pinpoint the leak. The leak appeared to be coming from the hub section just before the strain relief. The reported event of a leak from the catheter hub was confirmed. Updated fields: d4: model number, lot number, catalog number, expiration date, serial number, unique identifier (UDI) #. G1: manufacturing site, manufacturer contact person. H4: device manufacture date.

Event description:
It was reported that the patient had to return to the catheterization lab for device replacement. An ekos endovascular device, 135x50cm was selected for use. The device was installed in the patient with no complications or defects noted. The patient was sent to the ICU. After approximately 45 minutes of treatment in the ICU, it was noted that the catheter was leaking at the hub and the physician was notified. It was undetermined whether the leak was from the drug line or the coolant line. The patient was brought back to the catheterization lab and the ekos endovascular device was removed and replaced with a new one. There were no adverse consequences reported to the patient. The patient fully recovered.